Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four (4) inconsistent platelet (plt) results recovered on one patient generated by coulter act diff 2 analyzer. The instrument generated plt flags for the first and second runs, however, plt flags were not generated for the third and fourth runs. The sample was sent to a reference lab for sample analysis and the result obtained was reported as correct. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted, no death, and/ or serious injury is associated with this event.

Manufacturer narrative:
The sample was a venipuncture drawn in 4 ml bd tube. The controls were recovered high before the event. Upon rerun the controls were within limits. A bci field service engineer (fse) replaced rbc bath and vl16. Fse adjusted clot detection and latex gain. Fse verified instrument's performance per established procedures. A clear root cause is undetermined for this event.